Event description:
This 56 year old reported today ((B)(6) 2022) that she went to her local emergency room on the night of (B)(6) 2022 due to dislocation of a suprapubic urinary catheter. While at home, the subject noted bladder spasms, attempted to irrigate the suprapubic catheter, and subsequently sought care at a nearby emergency center. The emergency team unsuccessfully attempted to replace the catheter over a wire. After evaluation by an abdominal pelvic CT scan (no contrast), the emergency room provider removed the catheter when it was found to be lodged in a tract of subcutaneous tissue. The subject was offered a urethral catheter which she refused due to extensive history of problems with past urethral catheters. This subject has a history of severe urinary incontinence and has managed with a suprapubic catheter for approximately 8-9 years. The urology team was consulted for replacement, resulting in this hospital admission. On (B)(6) 2022, another urology suprapubic catheter was placed by an interventional radiologist, using fentanyl and versed for a moderate level of sedation. Afterwards, the subject remained hospitalized another night, was empirically treated with rocephin for a urinary tract infection, and converted to cephalexin 500mg orally prior to discharge home on (B)(6) 2022. FDA safety report ID# (B)(4) .